Event description:
It was reported that during an open laparotomy procedure, the staples at the distal end of the staple line (staples from the tip of the reload) seemed to be "looser" than the proximal end of the staple line. Surgeon used suturing at the distal end of the staple line to reinforce. No pt consequence was reported.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.